Event description:
It was reported that the unit needs "minor case repair" and needs testing and calibration. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the upper case, lower case, side bail covers and ring cover were broken, the side bails and ring were missing, the battery drawer was broken, and the battery flex was corroded.